Manufacturer narrative:
It was reported that the epidural catheter disconnected from epidural clamp. Clamp appeared properly closed. Quality issues noted with the connector. The manufacturer's rep discerned that the epidural tubing was not always properly seating into the connector. Due to contamination risk, the epidural had to be removed and a new one was placed. Since the disconnects were often unwitnessed, the catheters were replaced at the patient side. No known issues developed. No reports of death, serious injury, or follow-up care was reported.

Event description:
Catheter disconnected.